Manufacturer narrative:
This is the second of 2 reports. Subject device is not available.

Event description:
It was reported that during mechanical thrombectomy with a first stent retriever, emboli to new territory (ent) occurred. The clot was initially located at the top of the basilar artery, and the right posterior cerebral artery-p1 segment was initially occluded. The clot was not able to be removed but the clot moved during the procedure. The same issue occurred with another stent retriever (subject device) during second pass. So the right and the left p1 segment occluded alternatively. The two stent retrievers were related to the ent. Four days post procedure, symptomatic intracranial hemorrhage (sich) started. No treatment was required. Six days post procedure patient died due to cardio respiratory arrest. The physician reported that sich was not related to the subject device nor to the procedure and ent was related to the procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, patient embolus is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. Expiration date: added. Manufacturing date: added.

Event description:
It was reported that during mechanical thrombectomy with a first stent retriever, emboli to new territory (ent) occurred. The clot was initially located at the top of the basilar artery, and the right posterior cerebral artery-p1 segment was initially occluded. The clot was not able to be removed but the clot moved during the procedure. The same issue occurred with another stent retriever (subject device) during second pass. So the right and the left p1 segment occluded alternatively. The two stent retrievers were related to the ent. Four days post procedure, symptomatic intracranial hemorrhage (sich) started. No treatment was required. Six days post procedure patient died due to cardio respiratory arrest. The physician reported that sich was not related to the subject device nor to the procedure and ent was related to the procedure.